Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has pain in her lower spine, especially when she walks, and she doesn¿t feel like her stimulator is addressing it and isn¿t working right. This started occurring in (B)(6) of 2017. It was additionally reported that the patient cannot turn her stimulation up. After syncing with the implantable neurostimulator, it was noted that the implantable neurostimulator was on at 2.80 volts on group b. When trying to turn stimulation up, the patient encountered a screen that she could not adequately describe; so additional troubleshooting was not performed. The patient could hardly walk in (B)(6) 2016, and it was unknown how this was related. The patient was redirected to her health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was not responding to the patient programmer. The patient reported that there was no change in activity or programming that led to the lack of communication. The patient attempted to readjust the ins with the remote and reported that they were unable to change from 2.80v to 2.85v.